Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received numerous different alarms. The customer received the no delivery alarm, the off no power alarm and four failed battery alarms. The customer was able to clear the alarms. It was stated that the customer had also urinated all over the insulin pump and that the insulin pump was wet. The customer's blood glucose was 324 mg/dl. Troubleshooting was done. The customer received the off no power alarm without a low battery warning beforehand on two occasions. Advised that the insulin pump needed to be replaced. Advised that a replacement insulin pump would be sent. The customer further mentioned an instance in which he had high blood glucose 500 mg/dl. The customer was treated with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.